Event description:
It was reported that a hahn tapered implant failed. The patient has bone type ii. The patient presented on (B)(6) 2021 for primary procedure on tooth #14. The provider noted that the implant was not stable and was removed at that time due to lack of primary stability.

Manufacturer narrative:
This is the first of two failed implants on this tooth number for this patient. Reference the following manufacturer report for the remaining implant: 3011649314-2024-00576. CAPA 23-006. Manufacturer reference: (B)(4).

Event description:
It was reported that a hahn tapered implant failed. The patient has bone type ii. Additional information received reported that the patient presented on (B)(6) 2021 for primary procedure on tooth #14. The provider noted that the implant was not stable and was removed at that time due to lack of primary stability.

Manufacturer narrative:
Additional information: b6, h6, h10. Corrected information: a2, b3, b5, d6a, d6b, g1. The device has not been received. However, the non-visual device evaluation has been completed and the results are as follows: DHR results: the DHR was reviewed for hahn tapered implant lot#: 6099778 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: a review of stock product was performed for hahn tapered implant lot#: 6099778 and found no additional product in stock. Investigation methods/results: per the reported information, the customer stated the reported product was returned. To date, the device has not been physically accounted for and sent to the complaint's team for analysis. Root cause: "lack of primary stability" is a common complaint in regard to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for lack of primary stability is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality; either the bone was too soft, or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. Per the reported information, the patient has a history of smoking and thyroid problems. IFU 570 rev 3 (hahn tapered implant system) contains the following statement in the contraindications section: "hahn tapered implants should not be placed in patients discovered to be medically unfit for the intended treatment. Prior to clinical intervention, prospective patients must be thoroughly evaluated for all known risk factors and conditions related to oral surgical procedures and subsequent healing. Contraindications include but are not limited to: vascular conditions, uncontrolled diabetes, clotting disorders, anticoagulant therapy, metabolic bone disease, chemotherapy or radiation therapy, chronic periodontal inflammation, insufficient soft tissue coverage, metabolic or systemic disorders associated with wound and/or bone healing, use of pharmaceuticals that inhibit or alter natural bone remodeling, any disorders which inhibit a patient's ability to maintain adequate daily oral hygiene, uncontrolled parafunctional habits, insufficient height and/or width of bone, and insufficient interarch space." IFU 570 rev 3 (hahn tapered implant system) contains the following statement in the surgical procedures under the precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. For best results, please observe the following precautions: all drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." IFU 570 rev 3 (hahn tapered implant system) contains the following statement in the warning section: "absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." IFU 570 rev 3 (hahn tapered implant system) contains the following statement in the warning section: "the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin." CAPA: ca-00016 manufacturer reference: (B)(4).